Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) was difficult to be separated from the catheter upon fixating. Eventually, the rvlp was able to be released, but it immediately dislodged after and migrated to the right atrium near the inferior vena cava. The rvlp was retrieved, not implanted, and a transvenous pacemaker system was implanted instead on (B)(6) 2025. Patient condition was stable.